Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our austrian affiliates, during implant procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, while deploying the valve, a balloon burst of the commander delivery system occurred. Blood was observed in the syringe, with no leakage identified from the delivery system and no additional volume added prior to inflation. The valve was fully deployed, and the commander balloon catheter was subsequently withdrawn without complication. No actions were taken. No injury or clinical complications were reported, and the patient remained in stable condition.